Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance and varying impedance on the high voltage coils right after the implantable cardioverter defibrillator (ICD) was implanted. The lead and device was revised and found that the lead was not fully inserted into the device header for a secure connection. The lead was fully inserted and secured to the device. The lead and device remains in use. No patient complications have been reported as a result of this event.